Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 457 mg/dl. The customer reported that the insulin pump would not allow the customer to enter the food amount for bolus. Troubleshooting was done. The insulin pump was able to give the correct amount of dosage of insulin for the customer. No additional information was provided.